Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reporter's phone number was not provided. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not run and failed pretesting for check function with test hand switch, functional test fwd (forward) and rev (reverse) running, check power with power test bench, and check speed with tachometer. The assignable root cause for these conditions was determined to be traced to component failure from normal wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure it was observed that the motor of the electric pen drive device was working from the minute it was switched on without the hand control. It was noted ¿k-wire fixation¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.